Event description:
It was reported that cement was leaking from the top of the autoplex system prior to a case. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the device is received and the quality investigation has been completed. Not received by manufacturer.